Event description:
Patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6), 2011. Successful closed reduction was performed on (B)(6), 2011 due to dislocation. It was noted that patient had suffered a fall prior to initial post operative examination. On (B)(6), 2011 patient's hip dislocated again and closed reduction was unsuccessful. Revision to replace the modular head and polyethylene components was performed on (B)(6), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Possible adverse effects states: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01153/ 01154). This report submitted (B)(4), 2011.